Manufacturer narrative:
Covidien reference number (B)(4).

Event description:
Covidien received information stating that during a closed endotracheal suction for a patient, a "leak increased" alarm and a "low paw" alarm occurred, which were not audible. The visual alarm lamp was observed to be blinking. The patient was manually ventilated and then transferred to another ventilator. There were no negative patient consequences reported.